Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received 4-barrel assemblies with needles and 2 catheters of a 24gx0.56in insyte autoguard device from lot number 4208538. Your reported issue of complications with needle retraction could not be confirmed since the four returned needles were received fully retracted in the safety shield. The safety mechanism was disengaged and a functional test revealed that the needle retracted successfully and without delay when the button was pressed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Additional information of fa number.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that bd insyte-n autoguard needle is slow to retract. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): (B)(6)2025. Type of incident/problem: failure (i.e. While preparing for, in use, after use) level of harm: minimal harm minimal harm. Ahs optional report to (B)(6): yes. Incident details: IV insertion attempted with insyte n autoguard 24g. IV inserted with no issues. When button release button pressed to removed sharp unable to press and release. IV catheter attempted to be removed but was stuck in the babies skin x 10 min. (B)(6) called to bedside. Eventually button released on its own. Who was affected? Patient. Procedure: IV insertion / IV catheter.